Event description:
The screw ran through the plate hole.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Examination of the raw-material testing certificates and the manufacturing papers for the below listed articles showed no deviations regarding material analysis. The device was unable to be evaluated and no cause was determined. Placeholder.